Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2019. Patient data was present, however no calibrations to confirm the reported inaccuracy were present within the investigation window. Additionally, it was determined that sensor value and bg value were at least a 100 mg/dl difference. Confirmation of allegation could not be determined. The root cause could not be determined. No injury or medical intervention was reported. The reported allegation falls within the d zone of the parkes error grid.